Event description:
Further follow up with the patient's nurse confirmed that the generator was only visible through the wound opening, and that the device had not yet extruded through the skin. It was noted that the wound opening was most likely created from the patient picking at the wound, however the nurse was seeking a second opinion from the physician, which was never provided. Additionally, it was confirmed that the explant surgery was performed due to the patient developing an infection close to the wires at the neck. No additional, relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.

Event description:
The patient underwent a recent vns generator replacement, and it was reported that a possible abscess was observed on the patient¿s neck area close to the lead since the replacement. Additionally, two small openings in the chest wound were reported and the generator can be seen through the wound. The generator was later removed along with most of the lead. The manufacturing records for the lead and generator were reviewed and verified both devices were sterilized prior to distribution. The devices met all specifications for release prior to distribution. No additional, relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.